Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a heater cooler system 3t is causing interference with other equipment in theatres when plugged in and switched on. Hospital engineers identified heater cooler as source of the problem. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the wedged panel screw was identified as root cause of the reported event.

Event description:
See initial report.

Manufacturer narrative:
H.10: it was communicated that hospital engineers safety tested the heater cooler and found the unit to fail it's earth leakage tests. A livanova field service representative was dispatched to the facility to investigate and found a side panel screw wedged between the power supply and chassis causing the problem. The screw was fixed and issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.